Manufacturer narrative:
Visual inspection of the returned stem indicated that the device fractured approximately 3.09 inches from the distal tip. Deformation and scratching was observed on the medial and lateral surfaces, likely from explantation and cement mantle break-down. The material analysis report concluded that the exeter stem failed in fatigue. Elemental constituents of the stem were consistent with astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there has been one similar event for the reported lot.

Event description:
It was noted that this event is being raised with limited information. An approximate date of event is given as no information has been provided about the date on which the patient experienced symptoms / presented to the hospital. The customer reported that the patient will undergo revision surgery of an exeter hip on (B)(6) 2015. The device was originally implanted on (B)(6) 2003.

Event description:
It was noted that this event is being raised with limited information. An approximate date of event is given as no information has been provided about the date on which the patient experienced symptoms / presented to the hospital. The customer reported that the patient will undergo revision surgery of an exeter hip on (B)(6) 2015. The device was originally implanted on (B)(6) 2003.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.